Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during the implant procedure. During placement the lead caused diaphragmatic stimulation. The lead was repositioned several times during the procedure, but diaphragmatic stimulation persisted. While the sheath was being slit, the lead dislodged. The lead was removed and due to the patient's age and physical condition, the procedure was terminated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).